Event description:
Boston scientific received information that this right ventricular lead was surgically abandoned in 2007. During a recent procedure, a decision was made to explant this lead along with the device and implanted right ventricular lead. During the removal process, this lead broke apart. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.